Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was 198 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.